Event description:
It was reported that during a coronary stent procedure, the patient had compromised flow after stent placement. The physician inserted the wire through the struts of the stent. The tip of the wire became stuck and subsequently tractured. An additional stent was placed to secure the tip of the wire. Patient status is listed as "okay".